Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed a potential narrowing of the outflow graft; however, the report of a twist could not be conclusively determined. Additionally, the report of low flow alarms could not be confirmed as no log files were provided by the account for review. Although a specific cause for the events could not be conclusively determined through this evaluation, the account reported that the alarms were associated with the outflow graft twist. The account reported that the patient had recurring low flow alarms due to an outflow graft obstruction confirmed through a computed tomography (CT) scan. The obstruction appeared to be in the same location under the bend relief that had been previously corrected with a surgical procedure in (B)(6) 2019. The patient reportedly felt fine but was bothered by the recurring alarms; therefore, it was requested to have the heartmate (hm) 3 low flow 2.0 software installed on the patient¿s system controller. Software 1.5.2 was successfully installed on controller (B)(6) on (B)(6) 2021, without issue; however, the low flow alarms persisted with flows dropping as low as 1.8 lpm. Further discussions were held on how to resolve the cause of the alarms. Information later received stated that the patient was admitted on (B)(6) 2021 for surgery, which was performed on (B)(6) 2021. During the procedure, twisting of the outflow graft to greater than (>) 180 degrees was identified and corrected. Following the surgery, the patient was reportedly doing well and was discharged home on (B)(6) 2021 to recover. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous outflow graft kink was reported under MFR #2916596-2019-04205.

Event description:
It was reported that the patient had a recurrent outflow graft kink/compression on computed tomography (CT) scan with low flows, less than 2 liters/minute. The patient felt well but was bothered by the alarms. The patient's controller was given upgraded low flow software and further treatment was being discussed.